Event description:
It was reported that cartridge alarm occurred during load process while customer followed prompts and had experienced similar alarms with same pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup, and technical support arranged pump replacement, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.